Event description:
The customer reported that the device was receiving ac power. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was receiving ac power. There was no reported pt involvement. The device was evaluated by the customer who located the problem to a faulty ac power module. The customer ordered a new ac power module to resolve the problem. This was a failure of the ac power module that caused the device failure to power via ac power.